Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on a homechoice (hc) device during dwell 4 of 6. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that there was loose connection between a supply bag and a cassette luer. The technical service representative (tsr) explained the alarm and reviewed proper procedures with a care giver (cg). The cg planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the care giver reported a loose connection between the cassette and one of the supply bags which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.